Manufacturer narrative:
Device evaluation: the device evaluation is in process. A review of the device history record did not reveal any exception documents. A f/u report will be submitted when the evaluation has been completed.

Event description:
The rotator burst during a peripheral angiogram procedure. No harm or injury was reported.